Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 06/11/2015. Results: the DHR review cannot be completed as the 1523000m3 35 mhz selector handpiece serial number was not available in trackwise. If the serial number becomes available, the customer's complaint will be re-opened and the DHR review will be completed. Complaint history was performed from (B)(6) 2014 to (B)(6) 2015. A total of (B)(4) selector handpieces complaints were reviewed of which 7 complaints contained the search criteria. Trending analysis has concluded no further action is required for the complaint investigation. Conclusion: since the product was not returned for failure analysis in investigation, no root cause can be established.

Event description:
A cusa selector and 35 khz handpiece were in the operating room. The scrub nurse assembled the handpiece and handed off the tubing to the circulating nurse. They turned the selector on and within a short time, the flue melted slightly to the tip which was positioned on the mayo stand. It was discovered that when the machine was checked, the IV (irrigation) bag had not been attached to the distal end of the handpiece tubing by the circulator. Another handpiece was retrieved and set up to the IV. There were no further issues. There was no patient injury.